Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. The right crown was completely occluded. A stingray lp was selected for use. During the procedure, the balloon ruptured at 4 atm. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure. It was further reported that the balloon ruptured after being inflated for 3 seconds. The balloon was removed from the patient without any problem using the normal method.

Manufacturer narrative:
H1 initial reporter phone: (B)(6).

Manufacturer narrative:
H1 initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The device was visually and microscopically examined. There was blood in the guidewire lumen and inflation lumen, and the balloon was loosely folded. At 5cm from the tip of the device, the guidewire lumen and inflation lumen were punctured indicating an interaction with a guidewire. Product analysis confirmed the reported event, as both the guidewire lumen and inflation lumen were punctured.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. The right crown was completely occluded. A stingray lp was selected for use. During the procedure, the balloon ruptured at 4 atm. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure. It was further reported that the balloon ruptured after being inflated for 3 seconds. The balloon was removed from the patient without any problem using the normal method.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. H1: initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The device was visually and microscopically examined. There was blood in the guidewire lumen and inflation lumen, and the balloon was loosely folded. At 5cm from the tip of the device, the guidewire lumen and inflation lumen were punctured indicating an interaction with a guidewire. Product analysis confirmed the reported event, as both the guidewire lumen and inflation lumen were punctured.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. The right crown was completely occluded. A stingray lp was selected for use. During the procedure, the balloon ruptured at 4 atm. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure. It was further reported that the balloon ruptured after being inflated for 3 seconds. The balloon was removed from the patient without any problem using the normal method.

Manufacturer narrative:
H1 initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. The right crown was completely occluded. A stingray lp was selected for use. During the procedure, the balloon ruptured at 4 atm. The procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.